Event description:
Per written report: "problem is local reaction just after solution flow: pain and burning feeling." "Incidence happened in a hosp where they use our pumps and sets in order to deliver taxol. In reality, taxol was delivered consecutively to three pts and in all those three, local reaction was observed. Nurses were competent and doing the same job for a long time and the pts did not face with any allergic reaction before. As eczacibasi-baxter. The co analyzes the code of intravenous solution and find it safe. Bristol myers squibb is analyzin taxol. And as the third party, we would be glad if baxter analyzes the administration set." "Just after the symptoms started, they turn off the roller clamp and stop delivery. After removal, pt felt better without any medication."